Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose value was unknown. The customer had a low reading between 47 mg/dl and 60 mg/dl. The customer stated that he ate something between breakfast and lunch and before bedtime to avoid low readings. The customer also reported blood glucose of 156 mg/dl. The customer declined to troubleshoot. The product was not returned for analysis.